Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power cord is stuck and unable to retract. It is unknown under which circumstances the event occurred or if there was a patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to verify the malfunction. The fse found the power cord to be wrapped around the inside of the power cord assembly. The fse was able to get the cord untangled and the cord is now retracting. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power cord is stuck and unable to retract. There was no patient harm reported.